Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event, of a damaged mpu, was confirmed when the unit was evaluated by depot services. The rubber boot on the mpu patient cable connector block was separating from the connector block. The mpu patient cable was replaced. The handle and battery door were cracked and replaced. The four rubber feet on the bottom housing were worn and replaced. The software on the unit was upgraded to the current version. The ac inlet connector was replaced with the current version connector which accepts the locking ac power cord. The repaired mpu was tested and returned to the rental/loaner pool. The patient cable connector block was examined and no ingress or damage were found. The overmold did not interfere with power cable lead connections. The patient cable connectors are molded into a hard form block; the block is then over-molded (with rubber). The issue with the over-molding was cosmetic and not functional. Also, the patient cable outer jacket was discolored. The mpu unit was over 7 years old. The reason for the over-mold separation was not determined in this analysis. The mpu assembly (pn 108285) was made 02jul2014. The mpu unit was packaged (pn 107758) and placed into stock on 03jul2014. The unit was placed into the rental/loaner pool (pn l107758) 24nov2015. The rental unit (pn 100160304) was sent to the customer on 11nov2020. The rental unit was returned from use on 09jul021. Set up and use of the mobile power unit (mpu) with the heartmate 3 lvas are documented in the heartmate 3 lvas patient handbook and the heartmate 3 lvas instructions for use (IFU). Specific warnings and cautions regarding the mpu's set up, the potential tripping hazards presented by the mpu patient cable and power cord, and the electrical outlet used (including location and accessibility) are given in both the heartmate 3 lvas patient handbook (p.3-6) and the heartmate 3 lvas IFU (p.3-33 and p.3-34). The heartmate 3 lvas patient handbook states that the patient should contact their hospital should they believe their equipment has issues - "if for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment". No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the mobile power unit had a crack on the battery door, a loose rubber encasing around its patient cable, a missing v-lock connector on the power ac inlet, and several small cracks on the handle. The 4 feet was also not original.